Event description:
The facility reported a colleague infusion pump with a 804:26 alarm. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an 804:26 alarm was confirmed during sample evaluation. The assignable cause is stated as user induced. Actions have not yet been determined in order to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). After further investigation by quality engineering, the root cause of the reported problem was a software failure. There is no evidence of a repair being made to correct the reported condition.